Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported his blood glucose went low to 30 mg/dl, he lost consciousness and was treated by paramedics, who were called by customer's son. Leading up to the low blood glucose, customer ate, did yard work, and was watching a ball game when he lost consciousness. Customer was treated with glucose in his arm. At the time of this report, customer's blood glucose was 182 mg/dl. Troubleshooting was performed with the insulin pump. Customer had block feature on and was assisted in turning this off. The reservoir showed the same amount of insulin as was on the status screen and customer had been disconnected during rewind/priming sequence during most recent set change. Customer stated the device was not exposed to magnetic resonance imaging. It was advised that customer monitor the insulin pump and to call back for further assistance, in the case of low blood glucose.